Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station drawer displayed a failed to open error. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer also performed additional troubleshooting by shutting down the station, unplugging the power cord from the back of the unit, waiting 2 to 5 minutes, reconnecting the power, and powering the device back on. After these steps, the drawer recovery was attempted again, but the drawer continued to fail. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A field service engineer (fse) replaced magnet on auxiliary drawer 3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.